Manufacturer narrative:
Continuation of medical devices: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type catheter, product ID 8731, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. Product ID 8709, serial# (B)(4)implanted: (B)(6) 1998, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 12-may-2018, UDI#: (B)(4); product ID: 8731, serial/lot #: (B)(4), ubd: 23-dec-2004, UDI#: (B)(4); product ID: 8709, serial/lot #: (B)(4), ubd: 29-jun-2000, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a drug infusion device. The drug being delivered was 2,000 mcg/ml gablofen at 681 mcg/day. The reason for use was not reported. It was reported that the patient came to the doctor¿s appointment and stated his spasticity was increased. The issue started on (B)(6) 2018. The mother stated the she ¿thinks the catheter was dislodged on monday during the transfer.¿ an x-ray and MRI were performed and the x-ray confirms the catheter ¿slime segment fracture.¿ it was reported that they were revising the catheter at the time of the report on (B)(6) 2018. The issue was resolved at the time of the report. The hcp would have no further information for the manufacturer on this event. The patient¿s weight was unknown and would not be made available (legal/confidential reason). The patient status was reported as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2018-apr-25. It was reported that the serial number is unknown. The catheter was fractured proximal to the anchor site. ¿unfortunately, the doctor was unable to remove the existing catheter, so it remains in the patient.¿ the reason for catheter fracture is not known, but the mother of the patient associated it with the transfer. The information was confirmed with the doctor. There were no further complications reported/anticipated.